Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if malfunction reappeared; no additional information was received regarding any further outcome.